Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a curved opening on anterior and green particles in the shell. Leak test and microscopic analysis were performed which identified a striated opening on anterior. Based on the device analysis the final assessment was a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tools.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "not increasing in volume as expected" additionally hcp reported "deflated".

Event description:
Healthcare professional reported tissue expander "not increasing in volume as expected" additionally hcp reported "deflated" on an unknown side. Device remains implanted.